Manufacturer narrative:
The event occurred in netherland. Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for aviva system.

Event description:
Caller reported blood glucose results of 11.0 mmol/l on customer's mobile system, 5.9 mmol/l on aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.